Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an empty reservoir. Customer was advised to change the reservoir. Customer received another no delivery alarm during bolus. Customer stated that the cannula was not bent. Customer's blood glucose was 423 mg/dl at the time of the incident. Customer did not change anything out when the no delivery alarm occurred. Customer just hit resume and it was fine. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump.